Event description:
The customer reported defibrillator paddle errors and the rear part is not attached to the paddle. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported defibrillator paddle errors and the rear part is not attached to the paddle. There was no reported pt involvement. This complaint is still being investigation. A follow-up report will be submitted upon completion of the investigation.